Manufacturer narrative:
(B)(4). Batch #: v95n2z. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was returned with the distal guide weld broken. The device was connected on the generator it was recognized. However, during the functional test it was difficult to fire the device. Upon visual inspection to the jaws, it was observed that the knife was bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on how the distal guide weld got broken. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open splenectomy, the tip of the shaft broke at the middle part of the operation. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.